Manufacturer narrative:
According to the description of the event, both prongs of the handle for trial implant broke off intraoperatively during the removal of a trial pe insert. Both prongs fell in situ and had to be removed. The product in question was provided for an optical examination. As mentioned in the description of the event, both small "prongs" at the tip of the product are broken off. These prongs are not available. It is assumed that these were discarded. It is known that the issue occurred intraoperatively and that it caused an extension of the surgery time of 10 minutes. However, according to the available information, this extension had no health impact on the patient. Both prongs were removed after they fell in situ. The surgery could be finished without the product in question. The manufacturing documents and the material certificates of the handle for trial implant were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the handle for trial implants. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The trial adapter was manufactured in march 2024 and is therefore in use for over 1 year. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "when removing the trial pe inlay, both prongs of the handle for the trial component break off. The prongs fall into the situs and must be recovered. The trial pe is removed without the instrument. Both broken prongs can be recovered quickly." Note: it is known that the issue occurred intraoperatively and that it caused an extension of the surgery time of 10 minutes. However, according to the available information, this extension had no health impact on the patient. The surgery could be finished without the product in question. Follow-up: implantcast gmbh was provided with the affected product on 09/17/2025.

Manufacturer narrative:
According to the description of the event, both prongs of the handle for trial implant broke off intraoperatively during the removal of a trial pe insert. Both prongs fell in situ and had to be removed. The product in question was not provided for an optical examination. Nonetheless, based on the description of the event, both prongs of the product broke off. It is known that the issue occurred intraoperatively and that it caused an extension of the surgery time of 10 minutes. However, according to the available information, this extension had no health impact on the patient. Both prongs were removed after they fell in situ. The surgery could be finished without the product in question. The manufacturing documents and the material certificates of the handle for trial implant were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the handle for trial implants. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. The trial adapter was manufactured in march 2024 and is therefore in use for over 1 year. This event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implant cast gmbh: "when removing the trial pe inlay, both prongs of the handle for the trial component break off. The prongs fall into the situs and must be recovered. The trial pe is removed without the instrument. Both broken prongs can be recovered quickly." Note: it is known that the issue occurred intraoperatively and that it caused an extension of the surgery time of 10 minutes. However, according to the available information, this extension had no health impact on the patient. The surgery could be finished without the product in question.